Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that a pericardial effusion was discovered at the end of the case attributed to a perforation that occurred during deployment which was suspected to be caused by the closure device. The closure device was implanted. A pericardiocentesis was successfully performed and a pericardial drain was left in place. The drain was removed the following day. The patient is doing well and has been discharged home. No other complications were reported.